Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. It should be noted that the supera instruction for use, states: use this device prior to the use by (expiration) date as specified on the device package label. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery (sfa), with a vessel diameter of 5.5 mm. The right sfa had been previously stented on an unknown date. The vessel was prepared with a 6.0mm armada percutaneous transluminal angioplasty catheter. The 6.0x80mm supera self-expanding stent system (sess) was advanced and attempted to be deployed; however, the stent only partially deployed. The stent delivery system and partially deployed stent were retracted into the 6f sheath and the entire sess was removed from the patient anatomy without issue. No further treatment was provided, and the procedure was aborted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.